Manufacturer narrative:
According to the original equipment manufacturer (OEM) the root cause of this case is as follows: insufficient reprocessing due to glue condition is a probable cause.

Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for klebsiella pneumoniae after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
An engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the scope that tested positive. There were no deviations found during the audit. The sampling observation was only for the sampler due to the facilitator quit this job. An endoscopy specialist visited the facility and observed the processing technician leak testing and manual cleaning of the tjf 160f scope. All steps in the reprocessing manual were performed. The forceps elevator and recess were flushed prior to flushing the elevator channel. The ess recommended following the manual and flushing the elevator channel first and obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. In addition, the ess recommended removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automatic endoscope preprocessor (aer). The scope was sent to an external expert for destructive sample testing. The OEM (omsc) received the results and provide the following summary. The destructive sampling identified klebsiella pneumonia,. Klebsiella pneumoniae sp. Ozaenae that are categorized high concern organisms. Klebsiella pneumoniae was identified in the initial sampling. Additionally, the external expert noted during destructive sampling: bleaching of the glue of the distal bending section and around the objective lens at the distal end. Damaged glue around the distal end objective lens. Presence of a hole around the distal end air/ water nozzle. Presence of oxidation under the glue around the distal end light guide lens and at the distal end body. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope was returned to the service center, forwarded to an independent laboratory for sterilization and then returned for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope will be returned to inventory. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.